Event description:
It was reported that a pt underwent a successful kyphoplasty procedure. Post-procedure, the pt developed an infection in the t10/t11 vertebra. Following the procedure, an MRI demonstrated osteomylitis and the blood cultures were positive. The treating physician plans a corpectomy. It was reported that the pt status is good.

Manufacturer narrative:
Other; follow up conversation with company representative reporting the event.